Manufacturer narrative:
The product was returned for evaluation but investigation has not yet been completed. The user reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42-43 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 16.7 mmol/l (300 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient's mother administered corrections with the pod but they were unsuccessful. The pod was removed and the patient's mother noted the cannula was bent. The patient's mother was unsure if the cannula was properly inserted into the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No problems were found that could conclusively be attributed to a deficiency in insulin delivery. The soft cannula was inspected and no bends or kinks were found. Although no issues were noted, it could not be conclusively determined whether or not the cannula was inserted properly into the infusion site.